Event description:
It was reported that the drill burnt the right lower lip of the patient during the course of a procedure at user facility. The burn was approximately 5mm x 5mm in size and treatment consisted of local therapy with antibiotic ointments. A backup device was used to successfully complete the procedure.

Manufacturer narrative:
The user facility was unable to provide the device catalog and serial/lot number. The user facility has elected not to return the device to the manufacturing facility; therefore, no device evaluation will be performed. Device not returned.